Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to confirm alarm due to motor error alarm. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported motor error alarm. The blood glucose reading is 158 mg/dl. Assisted the customer with clearing the alarm. Customer states that they are unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.